Event description:
Pt developed severe pancreatitis and underwent debridement & drainage of infected pancreatic necrosis and a feeding jejunostomy. During this procedure an epidural catheter was placed for pain control. When the epidural catheter was being withdrawn, it broke off and 2-3 cm piece remains in the epidural space. Fragment remains in pt.